Event description:
"Standby is intermittent". No injury or delay reported associated with this individual device.

Manufacturer narrative:
H3 - the device has not been returned by the customer to date. Investigation pending receipt of device.